Event description:
The report stated that following a pain ablation procedure a burn was discovered on the left scapula. The procedure was applied to the trigeminal nerve. The burn was full thickness and the size of dime. It was treated with silvadene cream and follow-up in a burn clinic.

Manufacturer narrative:
The device was received, tested and functioned to specification. Additional testing found nothing that would contribute to the reported incident.